Event description:
It was reported to philips that the device had a worn ECG connector. However, upon further evaluation of the device, it was discovered that the component was not worn but physically damaged. There was no patient involvement.